Manufacturer narrative:
During inspection of the device the field service technician identified a defect controller board. The controller board was exchanged and the device was working as designed. The root cause for the defect controller board was not identified. Based on this no further actions are required.

Event description:
Customer reported that the table functions were not working from the remote or keypad. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported that the table functions were not working from the remote or keypad. This report was filed in our complaint handling system as complaint (B)(4).